Manufacturer narrative:
Evaluation summary: primary and revision operative reports were provided and reviewed. Nothing exceptional was noted. X-rays, however, were not provided. As such, the implant construct cannot be reviewed radiographically. Based on the available information, an exact cause for the reported condition cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the pt was revised for a fractured post.